Event description:
The patient reported that on (B)(6) 2014 he suffered four hours of seizures. The patient was taken by ambulance to the hospital. A CT scan was performed which was reported to be "ok". The patient was seen by the physician who reportedly indicated that the generator battery was "low". The patient was referred for prophylactic generator replacement. No surgical intervention has been performed to date. Clinic notes dated (B)(6) 2014 indicate that the generator was at ifi - yes and the patient will be referred for prophylactic generator replacement. Clinic notes dated (B)(6) 2014 note that the patient suffered five seizures this month. The physician reported that five seizures a month is unusual for the patient. Medication changes were done for the increase in seizures in (B)(6). The physician does not believe that the seizures are related to vns therapy.

Manufacturer narrative:
.

Event description:
Analysis of the generator was completed on (B)(6) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery showed an ifi condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The replacement generator and existing lead were tested and diagnostic results showed lead impedance (impedance value - 2239 ohms) within normal limits. The patient¿s replacement generator was programmed on following implant. The explanted generator has been returned to the manufacturer where analysis is currently underway.